Event description:
During a neurostimulator replacement surgical procedure, the physician was unable to advance the lead into the end of the channel of the header block. This was attempted several times w/o success. The physician then used a new neurostimulator and a new extension and obtained normal impedances. The procedure was completed with no issue and the pt recovered w/o sequelae.

Manufacturer narrative:
(B)(4): analysis was not completed at the time of this report. A f/u report will be sent when analysis is completed.